Event description:
It was reported that hub separation occurred before use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "it was reported that eclipse needle shield attaches to needle cap when taken off leaving the needle unprotected. Phlebotomists took off the cap of the needle to prepare to stick the patient but the hub that the shield is attached to comes off together with the cap leaving the needle exposed and without protection. Phlebotomists discarded the needle and opened a new one. This happened several times with various phlebotomists in a span of 2 days. Customer refuses to uses the same lot number and reported to their corporate to see if it was happening elsewhere." 1 of 2 complaints.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for hub/collar separation with the incident lot was observed. Evaluation / testing of the customer samples was performed and hub/collar separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1277214. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that hub separation occurred before use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "it was reported that eclipse needle shield attaches to needle cap when taken off leaving the needle unprotected. Phlebotomists took off the cap of the needle to prepare to stick the patient but the hub that the shield is attached to comes off together with the cap leaving the needle exposed and without protection. Phlebotomists discarded the needle and opened a new one. This happened several times with various phlebotomists in a span of 2 days. Customer refuses to uses the same lot number and reported to their corporate to see if it was happening elsewhere." 1 of 2 complaints.